Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received with no damages on enclosure. Missing water tank cap. Front cover has deep scuffs and worn out for a 2019 device. Plate clip was replace with an older style plate clip for a 2019 device. During the evaluation of the device there was water leaking from the bottom of the water tank. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.